Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative about a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported during procedure aforementioned product was connected and interrogated. There was an "open" circuit on contact #9. All connections involving contact #9 were open. The hcp attempted to reconnect at the site of the extension and ins without resolving the issue. They opened a new extension, implanted it, and the matter was resolved. The issue was identified through intra-operation interrogation.